Manufacturer narrative:
An internal investigation was performed for a misidentification of streptococcus pneumoniae with vitek® ms (sap2783566). Biomérieux analyzed the data provided from the tests performed. *conclusion on the system the system was operational during the test done. The calibrator spot preparation seems to be good. It can be extrapolated to the sample preparation. *conclusion on the identification: r&d biomaths investigated the data and all spectra acquired are very similar (number of peaks, number of good peaks, bad peaks). The peak lists collected doesn't provide enough information to be able to separate s .pneumoniae and s. Pseudopneumoniae. Due to the low score and high number of bad peaks observed for both species, the sample is probably a streptococcus but not in the clinical knowledge base v3.0. This cannot be confirmed as the strain is no longer available for evaluation. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "* testing of species not found in the database may result in an unidentified result or a misidentification.

Event description:
A customer in (B)(6) notified biomerieux of misidentification associated with vitek® ms instrument (reference (B)(4)). The customer reported having a case of a colony taken from subculture of a blood sample, where they tested it twice with two different results. The first time the result was streptococcus pneumoniae 80.1%, second result was streptococcus pseudopneumoniae 99.9%. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.